Manufacturer narrative:
Investigation summary: the device was visually inspected, and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly. The force values were observed within specifications. Then, electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed for the finished device 30239999m number, and no internal actions related to the complaint was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. An evaluation was completed on the photograph; however, the customer complaint could not be confirmed based on the picture. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference # (B)(4).

Event description:
It was reported that a female patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and ez steer¿ nav bi-directional electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, post ablation phase, during use of both the thermocool® smart touch¿ bi-directional navigation catheter and ez steer¿ nav bi-directional electrophysiology catheter, a cardiac tamponade was discovered and confirmed by echocardiogram. The physician performed a pericardiocentesis and an unknown amount of fluid was removed. The patient was stable and was transferred to the intensive care unit (ICU) for observation. It is unknown if the patient required extended hospitalization or the outcome of the adverse event. The physician was unsure of what caused the event. However, the fluid that was collected after the pericardiocentesis was mostly clear. It was thought to have been from the thermocool® smart touch¿ bi-directional navigation catheter. The patient had a preprocedural diagnosis of supraventricular tachycardia (svt) and ended up as an atrial tachycardia (at). No transseptal puncture was performed. The overall time for ablation at the site of injury was 13 minutes and 48 seconds. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter. Based on the provided image, the ablation settings were 60 sec duration, temperature cut-off 43 degrees and impedance cut-off 50-250. The flow was set for 17ml/min for under 30 watts of power. No error messages were observed on any biosense webster, inc. Equipment during the procedure. On october 22, 2019, the biosense webster, inc. Product analysis lab received both devices for evaluation and it was reported that upon initial visual inspection, there was no visual damage or anomalies that were observed. A photograph was also received on october 22, 2019, providing the ablation, impedance, temperature and irrigation control settings/parameters that were used during the procedure. The customer complaint could not be confirmed based on the picture. Further investigation was completed on the actual device.